Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet using the usb cable and wall adapter. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the pump was initially able to charge successfully when the usb cable was plugged into a computer usb port. However, upon follow up the customer stated that the pump would no longer charge with the usb cable. Tandem technical support sent the customer a replacement usb cable. Multiple contact attempts were made by tandem technical support to determine if the replacement cable resolved the issue; however, the customer did not respond.